Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as it remains implanted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The xience xpedition 48 is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified, 90% stenosed de novo lesion in the proximal right coronary artery (rca). The patient presented with angina. Pre-dilatation was performed and the 3.00x48 mm xience xpedition stent was advanced and deployed at 16 atmosphere in the target lesion. Fluoroscopy after stenting revealed a dissection at the proximal end of the stent. A new xience xpedition stent was deployed to treat the dissection successfully. There was no reported adverse patient sequela or a reported clinically significant delay in the procedure. No additional information was provided.